Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water did not drain from the foley catheter during the pre-test.

Event description:
It was reported that sterile water did not drain from the foley catheter during the pre-test.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Photo sample evaluation: received (4) photo samples. Visual evaluation of the photo sample of two-way foley catheter with syringe. The second photo shows the partially deflated catheter balloon. Verified material tray # 6610j14rb with lot # mykr3312 and material number for catheter 2758j14 and manufacturing lot number ngkn1919. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number ngkn1919. Visual inspection noted the catheter balloon was partly inflated. Using the returned syringe 1 ml of solution was withdrawn from the balloon by aspiration. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe and the catheter was allowed to rest with no observed leaks. The balloon 10ml was deflated in 56 sec. And once deflated cuffing was noted. This is within specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.